Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap was unable to be removed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in insulin delivery if the damage impacts the power circuit or cartridge cap/compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8/09/2016 with the following findings: during inspection of the pump, it was observed that the returned battery cap was difficult to remove from the pump. The battery cap¿s manufacturing height and width were not within specification; the investigation was unable to get the proper measurement due to damage of the cap. The returned battery cap was unable to be tightened onto a test pump. It was also observed that the battery compartment had damaged threads.